Event description:
A customer reported experiencing an alarm related to the tandem mobi cartridge. The issue did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating no severe impact. Reportedly, the customer reverted to an alternate form of insulin therapy.